Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, as of the last patient follow up appointment in 2009 (date unknown), no patient complications were reported.all other information is unknown and unavailable.